Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
The polyaxial screw driver used to be a long time loaner instrument however, this driver was purchased by the hospital in 2002. On (B)(6) 2009, during the surgery, it was found that the driver could not hold the screw securely (wobbly). The surgeon stated that this driver had the same condition at the prior surgery and he asked the sales rep to evaluate the instrument. On (B)(6) 2009, the sales rep checked the driver and found that the tip (cross shaped part) is chipped. This driver had been used many times however, it is unk when the tip chipped and the broken tip is missing but cannot be located. There is a probability of the tip entered to...